Event description:
It was reported that the patient experienced connector crack with an inflatable penile prosthesis (ipp). The ipp remains implanted and active, the connector was explanted and a new connector was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.